Event description:
This is the third event of three. Refer to bsc MDR 3005099803-2009-02403 and MDR 3005099803-2009-02405 for details of the first and second events. According to the complainant, an inventory was performed and each device in the inventory was examined. It was observed that the protective coating of the device disintegrates once it is touched. At this time, the customer also noted that the device is expired. There was no pt involvement.

Manufacturer narrative:
Info supplied in section f was completed by the manufacturer based on info obtained from the user facility. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental manufacturer's report will be filed. Although a failure analysis has not yet been completed, please note that this device was inspected after the expiration date of 01/31/2009. (B)(4).